Manufacturer narrative:
There was no button error alarm during testing. The unit had intermittent buttons due to corroded keypad traces. The unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer had a button error on his insulin pump. His blood glucose was 135mg/dl at the time of reporting. The insulin pump was returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.